Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg). A specific bg value was not provided. Reportedly, the customer used off-label insulin. Tandem technical support educated customer on proper insulin labelling. A bolus was delivered to address bg level. Customer declined further troubleshooting.